Event description:
It was reported that the insulin pump had a motor error alarm. Customer stated that they were unable to rewind the insulin pump as they also had another error alarm at the same time. Customer's blood glucose reading at the time of the call was 9 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The insulin pump was received with a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.